Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance, high thresholds, noise, and was fractured. The lead was capped and replaced. A competitor lead was chosen as a replacement because of its small diameter as there was a blockage in the patient's subclavian vein and superior vena cava (svc). No further patient complications have been reported as a result of this event.